Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant were not reported. The patient has returned for regular follow-ups since the time of implant, and at a CT follow-up approximately 1 month ago, it was noted that the bifurcated stent graft (MFR report # 2953200-2010-00683) had a distal migration of 15 mm, resulting in a proximal type I endoleak. At the time of migration, the aneurysm was 6.8 cm in diameter, and the vessel morphology was reported as severe tortuosity without calcification. The aortic neck angulation was reverse-funnel shaped and ranged in diameter from 26 mm to 29 mm and was angled 45 degrees. The cause of the endoleak and migration were attributed to disease progression and the aortic neck dilatation and angulation. The physician elected to intervene for the endoleak and migration with a talent converter (MFR # 2953200-2010-00684); however, the device was too large in diameter (french size) and was unable to be advanced to the intended landing zone due to the tortuous patient anatomy. Upon removal of the delivery catheter, it was noted that the device had kinked, and the device was discarded by the user facility. The physician then elected to intervene with an aneurx 28 cuff, which successfully resolved the type I endoleak. It was also reported that when using a reliant balloon (MFR report #2953200-2010-00685) with a moderate inflation pressure and a 50:50 saline/contrast ratio during the intervention, the balloon burst at the time of the first inflation. The balloon was completely within the stent graft at the time of the balloon burst. The entire reliant balloon was removed from the patient and discarded by the user facility. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: (migration, endoleak), (disease progression; aortic neck dilatation and angulation). Conclusion: (disease progression; aortic neck dilatation and angulation).